Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low at 22mg/dl. The customer attempted to correct bgs by consuming food, and administering oral glucose with no resolution. Emergency medical services responded and treated the customer with intravenous glucose, and the issue resolved.